Event description:
This pt underwent a radical prostectomy three days earlier, and a jackson-pratt drain (a round #15) had been placed at that time. The surgeon was preparing to remove the drain, as the pelvic drainage had decreased to such a degree that the drain was no longer needed. As the drain was being removed, it snapped off, and a retained segment was identified. The surgeon was not able to palpate the drain at the skin site. Once they had given their consent, the pt was returned to the o.r for removal of the distal portion of the drain. Under general anesthesia, the staples were removed and the chronic suture that had closed the subcutaneous tissue was opened. No evidence of the drain segment could be found underneath the skin or in the subcutaneous site. Lower sutures were removed, opening up the rectus fascia from just above the pubic symphysis. The surgeon also removed the suture that had been used to close the rectus muscle in the midline. He was then able to easily palpate the drain in the pelvis and remove the entire drain segment. The drain had no evidence of having been caught on a suture; it appeared just to have broken along the area proximal to the holes within the drain that sump out the fluid. The pt tolerated the procedure without complication: however, the retained segment did cause the pt to have to undergo anesthesia again, to have the operative site reopened and to have their length-of-stay extended by approx 2 days.